Event description:
During cardiomems implant procedure, when the cmems delivery catheter was being advanced over the guidewire, through the right ventricle, patient's heart rate dropped to ~25 bpm. It was suggested that the wire and/or delivery catheter perturbed the patient's right bundle branch and put her into heart block. Medication was administered however this did not resolve the event. A temporary pacing wire was placed into the right ventricle and the patient was paced at 70 bpm. After procedure the patient was stable and was sent to the intensive care unit for overnight monitoring.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.